Event description:
During a hemostasis procedure for a bleeding gastric ulcer, the physician used a cook hemospray endoscopic hemostat. It was reported that an attempt was made to spray using the first catheter; however, the catheter became occluded. A second catheter was then used, but no powder was discharged, and the device was considered malfunctioning. Spraying was not possible from the initial trigger activation. A section of the device did not remain inside the patient¿s body. Apc [argon plasma coagulation] was performed, followed by application of purastat, and the procedure was completed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. Catheter #1 exhibited a pinkish liquid within the catheter in addition to a build up of powder at the proximal end of the catheter near the catheter hub. Catheter #2 exhibited discoloration at the distal tip, but no kinks or build ups of powder were observed. The device was returned with the on/off switch in the "off" position. The red activation knob was partially engaged in the handle, with only a small gap, indicating possible activation of the carbon dioxide (co2) cartridge. Powder was not observed on the exterior of the returned components or within the tray, but a powder build up was observed within the device nozzle. When tested as returned the device did not spray as intended. The co2 cartridge did not audibly discharge upon deactivation and the co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob, the device did not initially spray as intended, but after a thin metal wire was inserted into the nozzle to break apart any occlusions, the device sprayed as intended. The device was able to spray as intended with catheter #2 but was unable to spray through catheter #1 confirming the catheter has become occluded. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the reported catheter occlusion. The cause of the powder build up is unknown, however liquid was observed within the occluded catheter. Catheter occlusion can create backflow and push powder, blood, and fluid back into the device, creating an internal clog which was observed within the device nozzle. The nozzle occlusion following the backflow from the clogged catheter accounts for the user's subsequent difficulties after changing the catheter. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.